Manufacturer narrative:
Updated fields: b4, d9, e1(event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Getinge fse was dispatched to evaluate the unit. Fse replaced scroll compressor assembly. Performed all calibration and leak tests. Suitable to use. Ran the system overnight and the checked the temperature at the end, which only rose to 34 degrees (alarm is only activated when 80 degrees). Shipped the device back to the customer from the office.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Additional event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during reoutine check, cardiosave intra-aortic balloon pump (iabp) was overheated and switched off. There was no patient involvement.